Manufacturer narrative:
H3: product analysis: visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of de generative spondylolisthesis on l4, undergoing a tlif on l4/5, for a spinal therapy. It was reported that when breaking off the tab, the tab broke. The tab left on the screw was broken off again with a tab breaker and was removed from the body. The other tab bent when breaking off the tab but it was removed without problems. There was a delay of less than 60 min in the procedure. No fragment of the implant or instrument remaining in the patient. There were no patient symptoms or complications as a result of this event. The products will be returned and replaced. Update: it was reported that the breakerwas inserted, when breaking off the screw tab, one unit of extender deformed(2 photos were attached) and one unit broke(1 photo was attached). Nothing was remained in the body. Sales rep told the doctor to insert the breaker deeply, but the extenders broke and deformed because the doctor attempted to broke off the tab in a shallow insertion state. The rep has attended the surgery and the issue has been recognized as a user error.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of de generative spondylolisthesis on l4, undergoing a tlif on l4/5, for a spinal therapy. It was reported that when breaking off the tab, the tab broke. The tab left on the screw was broken off again with a tab breaker and was removed from the body. The other tab bent when breaking off the tab but it was removed without problems. There was a delay of less than 60 min in the procedure. No fragment of the implant or instrument remaining in the patient. There were no patient symptoms or complications as a result of this event. The products will be returned and replaced. Update: it was reported that the breakerwas inserted, when breaking off the screw tab, one unit of extender deformed(2 photos were attached) and one unit broke(1 photo was attached). Nothing was remained in the body. Sales rep told the doctor to insert the breaker deeply, but the extenders broke and deformed because the doctor attempted to broke off the tab in a shallow insertion state. The rep has attended the surgery and the issue has been recognized as a user error.